Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The reported event was identified during review of a journal article de steiger, r. N., hatton, a., peng, y., & graves, s. (2020). What is the risk of tha revision for armd in patients with non-metal-on-metal bearings? A study from the australian national joint replacement registry. Clinical orthopaedics & related research, 478(devil), 1244-1253. Doi:10.1097/corr.0000000000001277. Https://www.citationmachine.net/bibliographies/d0773c4e-24d1-47ed-bf3b-fc0c44fc057b. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -00436.

Event description:
A journal article was retrieved from clinical orthopaedics and related research (2020) that reported an njr review study from australia that looked at trunnionosis or adverse reaction to metal debris (armd) in mom arthroplasties versus other bearing surfaces. The purpose of the study was to determine revision for armd with the use of modern bearing surfaces, which we defined as metal, ceramic, or oxinium head-on-xlpe and ceramic-on-ceramic. It was reported in the journal article that six patients in the metal on xlpe group underwent revision due to adverse reaction to metal debris. The overall cumulative percent revision rate for the m/l taper stem at 13 years was 0.3%. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6. Reported event was unable to be confirmed due to limited information provided by the customer. The DHR was unable to be reviewed due to limited information provided by the customer. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.